Manufacturer narrative:
Please note, device information as been requested from the healthcare facility and will be provided if obtained. Investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the ipg.